Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer's expected fasting blood glucose test result is 130 mg/dl; customer tests three times a day. The customer feels well and did not report any symptoms. Wife had stated the customer had gone to the doctor's office because they were concerned with the high results, and also because they were getting a lot of errors with the meter. Wife stated customer was not having any symptoms and did not need needed any medical attention at the time, customer was just concerned. Wife stated that the doctor ran a lab test and that the results were good, they were the same as the previous lab results. Wife stated that the doctor did not think there is anything to worry about. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2017. The customer is on insulin. The meter memory was reviewed for previous test result history: (B)(6).